Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they visited emergency room and was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose level was 477 mg/dl at the time of incident. The customer¿s current blood glucose value was 100 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Customer stated that the insulin pump passed self test. No further patient complications were reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Event description:
Customer reported visiting the emergency room and being hospitalized on august 25, 2022 at 18:00 for high blood glucose of 477mg/dl and diabetic ketoacidosis. Customer was tired or weak. Customer had ketones. Customer was treated with insulin drip. Device passed self-test. Current blood glucose was in the 100 mg/dl range. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown if sensor was used. It was unknown if auto mode was used.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.